Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified, moderately tortuous shunt vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced to the target lesion, inflated to 20atms, 22atms and 24atms. During the fourth inflation at 24 atms a balloon rupture occurred. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).